Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) had begun the process of eroding through the skin covering the pocket. While no skin break was actually observed, the physician decided to explant and replace the s-ICD to prevent any further complications for the patient. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Manufacturer narrative:
Baseline testing completed on the returned s-ICD found no failing conditions. All testing completed on the device passed and/or was not applicable, therefore no problem was detected. The erosion-pocket allegation could not be confirmed by lab analysis.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) had begun the process of eroding through the skin covering the pocket. While no skin break was actually observed, the physician decided to explant and replace the s-ICD to prevent any further complications for the patient. No additional adverse patient effects were reported.